Event description:
As reported by the edwards field clinical specialist, during rinsing of the valve for a tavr case it was noticed that there was a thin, black particulate on the leaflet that looked finer than a hair. The particulate was observed after the second rinse cycle, once the valve had been removed from its cage. Per additional information received, the valve was accidentally discarded by the hospital staff prior to the end of the case. There were no similar particulates in the valve jar. The particulate would not wash off the valve and no one attempted to remove the particulate from the valve. The valve was considered contaminated and another valve was used for the case.

Manufacturer narrative:
The valve was accidentally discarded by the hospital staff prior to the end of the case. However, investigation of this event is ongoing.

Manufacturer narrative:
The complaint device was not returned for evaluation. Review of the complaint history from (B)(6) 2012 to (B)(6) 2013 for contaminants in the [9000tfx23 sapien valve] revealed five similar complaints. The reported contamination was confirmed in two out of the five complaints, however, a manufacturing non-conformance was not identified as the particulates were noticed after the valve had been removed from the holder and gone through the rinse process. For two out of the five complaints the source of the contamination could not be determined, however, it is possible the contamination could have been introduced during the manufacturing process through the manufacturing associate¿s clothing or was part of the sewing thread used during valve manufacturing; corrective action was initiated to mitigate these issues. On the last complaint the contamination could not be confirmed as the device was not returned for evaluation. The device history record (DHR) review of the affected sapien valve shows the device met specifications prior to distribution of the device. Review of the complaint history for the month of (B)(6) 2013 did not reveal that the occurrence rate exceeds the control limits for this failure mode. A lot history review showed that there are no similar complaints from this work order/lot number. No labeling or IFU inadequacies have been identified. During manufacturing sapien valves are 100% visually inspected for leaflet tissue defects, leaflet tissue attachment, and valve general appearance. Inspection is also performed for suture frays and contamination before and after holder attachment. Prior to final packaging a 100% visual inspection is also performed for foreign material on the valves as well as inside the jars. In this case, the complaint was confirmed through the photographs provided by the initial reporter. However it could not be concluded that the device was shipped with a manufacturing non-conformity. Per report, the particulates were noticed after removal from the holder after the second rinse. Therefore it is unknown if the particulates adhered to the valve during preparation of the device for the case. Per the device training manual, the valve is to be inspected after removal from the jar prior to rinsing. In this particular case the valve had gone through additional handling steps that could have provided opportunities for exposure to unknown particulates. Even though this particular complaint could not be confirmed to be a manufacturing non-conformance, corrective actions regarding particulate contamination of valves has been initiated.